Event description:
The customer reported having issues since she got the insulin pump. The customer stated that the device constantly beeps at her lows of 30's, 40's, and 50's and her blood glucose would read in the 80's, 120's, and in the 180's. The caller stated that longest time she uses the infusion set is four days. The customer stated that recently she had the stomach flu and had trouble controlling her sugar level, but it was because of the flu that she went to the emergency room for. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.